Event description:
It was reported that the patient was admitted to the hospital due to progressive micturition fatigue for 1 year and exacerbated for 3 days. The patient underwent transurethral bladder calculus holmium laser lithotripsy and prostate resection on (B)(6) 2022. It was stated that the postoperative indwelling catheterization was smooth. The customer stated that the bladder was flushed continuously, then the foley catheter was pulled and fixed on the right thigh. The color of the liquid was light red. On (B)(6) 2022, the balloon of the catheter was ruptured. The doctor in charge released the traction and fixation of the right thigh and re-placed with a new three lumen foley catheter. The bladder was continuously flushed and the color was pale red.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "structural composition: the product is composed of three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series is composed of tube body, inflation cone interface, deflation cone interface, balloon and valve. Bardia tri-lumen series is composed of tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve.¿ applicable scope: foley catheters are intended for use in the drainage of urine from the bladder of children and adults. Caution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the valve may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and away from direct light, preferably stored in the original packing box. Caution: federal (USA) law restricts this device to sale by or on the order of a physician."